Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The projected battery longevity dropped from 2 years to 3 months in approximately 6 months. Boston scientific technical services (ts) reviewed the device data and noted the battery appeared to be depleting faster than expected. Device replacement was recommended and a safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The projected battery longevity dropped from 2 years to 3 months in approximately 6 months. Boston scientific technical services (ts) reviewed the device data and noted the battery appeared to be depleting faster than expected. Device replacement was recommended and a safe replacement interval was provided. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.